Event description:
It was reported that one week after insertion the pt's subclavian vein, one of the extension lines of the repair kit was found cracked. The clinician does not know what caused the crack, and the pt is now being dialysed via one extension line on a single needle connector. There was a delay, however, there were no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.